Event description:
Customer reported they suspect the welding of the trigger assembly. The unit does not stop turning immediately after releasing the trigger. It keeps turning for a while. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor seized and jammed and the assembly was full of dirt. This was attributed to normal wear. Worn and degraded parts were replaced and the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.